Event description:
It was reported that; handle broke while trialing.

Manufacturer narrative:
Visual inspection, device history review, complaint history review, risk assessment. Upon visual inspection of the returned device, the inner collar of the t handle was found to be fractured. No relevant manufacturing issues were identified as all units met stryker specifications. The probable root cause of this event is determined to be normal wear and tear of instrument.

Event description:
It was reported that; handle broke while trialing.